Event description:
It was reported that pump issued a cartridge alarm when attempting to load cartridge and did not allow insulin delivery to resume. There was no adverse impact to the customer's blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, received education on proper cartridge loading and pump storage, and was sent a refurbished replacement pump with instructions to return problematic pump and to reprogram pump settings and reconnect continuous glucose monitor on replacement device.